Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked battery door and both plunger cases. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, motor rate error was found at occlusion test. It was noted that normal wear was the cause of the reported issue. Service replaced the stepper motor, worm gear, worm coupling, lead screw and both clutch halves to correct the reported issue. Service also performed preventive maintenance and all functional testing, which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.